Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected off no power alarm noted. Device was unable to prime during prime test due to faulty force sensor resistor. Device passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Device had minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal. The customer tried to rewind and then received an off no power alarm. The customer changed the battery but the battery icon was still showing as empty. The customer changed the battery again and the display turned back on and was able to rewind. The device was not exposed to a magnetic field. Customer does not use the sensor feature. Blood glucose value was 15.6 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.